Event description:
Event description guidant received information that during pre-implant testing the battery voltage of this implantable cardioverter defibrillator (ICD) was lower than expected. A manual capacitor reformation was performed and the battery voltage recovered to 2.98 volts. A second cap reform was done and the voltage dropped to 2.89 volts. The device was not implanted. A guidant technical services consultant recommended waiting for 48 hours to see if the voltage rebounded. The device was retested and did not rebound and was therefore returned to guidant for analysis.